Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a network service disconnect and shutting down by itself after 20 minutes and that they could not hear the fan on the cns turn on. The cns was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a network service disconnect and shutting down by itself after 20 minutes and that they could not hear the fan on the cns turn on. The cns was not in patient use.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was giving a "network service disconnect" error message and shutting down by itself after 20 minutes. They could not hear the fan on the cns. The cns was not in patient use.

Manufacturer narrative:
Investigation summary: the biomedical engineer (bme) reported that the central nurse's station (cns) was giving a "network service disconnect" error message and shutting down by itself after 20 minutes. They could not hear the fan on the cns. They stated that this had occurred before. Investigation summary: communication loss is a message that displays on individual bed tiles on the cns to alert clinicians that the cns has lost communication with one or more monitored patient-connected devices. These patient-connected devices could be a bedside device such as bsm-6000 series or a telemetry transmitter/receiver system such as the zm-500 series and org-9000a series. The cause for the communication issue is typically due to the bedside or org receiver getting disconnected from the network. In ticket 131024, nk repair center could not duplicate the issue of "network service disconnect" message on the returned cns. As such, root cause cannot be determined. Nk tech support advised the customer to check their network switches, but this could not be done at the time of the call. The returned cns had it hard drives replaced as nk repair center identified their age. No further issues of the error message have been reported. The root cause of the error message is likely related to the customer network environment as nk tech support recommended checking the customer's network switch. As the issue could not be duplicated, it is unlikely that the issue was caused by a product malfunction.